Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock and experienced a dissected lad (left anterior descending) during diagnostic shots, was implanted with an impella cp device for mechanical circulatory support. While on support, hemolysis, worsening renal function, and possible septic shock were noted. Epinephrine was given. Hemolysis was resolved with repositioning, and no confirmation of septic shock noted. Care was withdrawn and the patient subsequently expired. Medical safety review of the event note that there is not enough evidence to exclude impella as an associated factor in the patient's outcome.